Manufacturer narrative:
No button error alarm was noted; however, there was intermittent button response due to moisture damage on the keypad traces. The following physical damage was also noted: minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 95 mg/dl. The customer stated that the alarm occurred during a bolus attempt. She could not clear the alarm at first but eventually she did. She also mentioned that the battery compartment was chipped. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. Troubleshooting was declined for the keypad anomaly and the physical damage to the battery compartment. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.